Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded home switch. Displacement test was not performed due to motor error alarm. The device had cracked case at the display window corners, minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 86 mg/dl. Customer stated that she had a crack on the pump. Customer stated that she was able to complete the rewind sequence. Customer did not want the loaner pump. Insulin pump will need to be replaced. On (B)(6) 2014, customer called back and wanted to have the loaner pump sent. Customer stated that she got the motor error alarm again and now the piston is stuck mid-way in the reservoir tube area. Customer then hit the pump and the piston went all the way up. Now, the screen shows hold act to prime. Customer reported that she does not have a back-up plan and will speak to her health care professional today. Customer stated that she will send the pump back. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).